Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, a crease sharp opening assessed to a fold flaw opening, an opening striated assessed as to surgical damage and punctured opening assessed as to surgical damage like. Additional observations: crease flat observed in the device; yellow particles observed inside of the device.